Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having inadequate stimulation. It was also reported that the patients battery was unable to maintain its charge. The patient underwent an ipg replacement and was doing well postoperatively.